Manufacturer narrative:
The event of capsular contracture (grade IV) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: will be capsular contracture (grade IV).

Event description:
Healthcare professional reported capsular contracture (baker grade IV) on an unknown side. The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified crease fold, deformation, cloudy in the gel, encapsulation and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture (grade iii).

Event description:
Healthcare professional later reported capsular contracture (baker grade iii) on the right side.